Event description:
It was reported the device will not power up. It was also reported there was physical damage to the upper right part of the device. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the device would not power up. Damage in upper right part of device was confirmed. Upper and lower cases are broken and keyboard is bent. Lcd (liquid crystal display) lens is broken. Battery drawer is contaminated and damaged. Both bail covers and ring cover are broken and contaminated. Heart block and lead flex cover are contaminated. Battery contacts are compressed. The ring is bent.